Event description:
It was reported that the anesthesia system while in use during patient treatment stopped to deliver a volume and an alarm indicating a patient circuit leak appeared on the screen. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer on site. No fault was found and no parts were replaced. System device logs were received for evaluation. The evaluation of the device logs show that a successful system checkout was performed prior to and after the reported event. The technical log has no recordings during the event which indicate the absence of technical malfunctions in the system. The event log shows that the treatment was started in manual ventilation and after 12 minutes, set to automatic ventilation in volume control. The treatment was ongoing without any issues during the first 40 minutes, then, several alarms indicating a large leakage were generated. The alarms generated were leakage, check breathing circuit, peep low, excessive leakage, respiratory rate high and expiratory minute volume low. The alarms were generated during about 30 seconds and then ceased. After another 20 minutes, the same alarms indicating a large leakage were generated. The system was during a short period of time set to manual ventilation and then back to automatic ventilation in volume control. Alarms indicating a large leakage were generated again. These ventilation mode changes were repeated twice with the same alarms generated in automatic ventilation. After this, the treatment was ended and the system set to standby. The trend log shows that volume and pressure were measured according to settings until the alarms indicating a large leakage were generated. In connection to the alarm generation, the measured inspiratory volume was higher than set, the expiratory volume was close to zero, the airway pressure and the peep decreased and the respiratory rate increased. All these measured values indicate a large leakage. Based on the investigation of the system and the log evaluation, there is no indication that there was a technical malfunction in the system during the time of the event. Our conclusion is that the reported ventilation issues were due to a leakage somewhere in the circuit, but the root cause of the leakage has not been determined during this investigation.